Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? No patient consequences. Did the event occur during one or multiple patient procedures? No what is the total number of procedures? 2. Are there any photos of the foreign matter available? No is it possible that the foreign material fell into packaging upon opening of device? No was the suture seals on the foil still intact when the package was opened? Yes can you identify lot number of the products involved? Lot number : xcbdbst0 exp : aug 31 2030.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, on 2 occasions, problem opening the pouch of ethicon coated vicryl wires en 2/0, a white powder falls on the sterile table. This white powder also looks like brittle paint. Nothing abnormal on the package was observed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Corrected information: d1, d2b, d4. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: our failure analysis lab received a wrong product with reference to this complaint, it was received: product code: (2) j461h. Product lot #/batch: xcbdbst0. Tracking #: (B)(4). Received at cg labs on 9/11/2025. 1. Could you please clarify if wrong devices belongs to this complaint? 2. If not, could you please clarify if the wrong received products belongs to a different complaint? If so, can you please provide the complaint number. 3. If the devices was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Please excuse me for the reference error on the declaration, you have received the correct product concerned by this complaint. The reference is (B)(4). A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed sample was received for analysis. Product code j461h. The complaint sample was not received for evaluation. In order to evaluate the condition of the returned sample, the packet was opened, and no foreign matter or white powder was observed on the sample. In addition, the suture was dispensed and examined along the strands to detect any issue related to foreign matter and none was observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no foreign matter or anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One unused open sample was received for analysis. Product code j461h. Upon initial inspection of the returned sample, no foreign matter or white powder was observed on the sample. In addition, the suture was dispensed and examined along the strands to detect any issue related to foreign matter and none was observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no foreign matter or anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.